Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 11/04/2016 that a customer had an issue with a safety syringe. The customer reports a leaking syringe caused by a cracked hub. The investigation shows the hub breakage when pulling the hub slightly open with scissors. A patient was involved.

Manufacturer narrative:
An investigation of the reported condition was performed. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no ncrs issued against the shop order. There were no samples submitted with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. The exact root cause could not be determined based on available information. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lot met all defined acceptance criteria and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It is recommended the user follows the steps in the instructions for use when attaching the safety needle.

Manufacturer narrative:
The initial 3500a form was incorrectly filed as (B)(6). The correct manufacturing plant is at (B)(4). The original report number: 1915484-2016-00079 should have been filed under report number 1017768-2016-00079.